Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company representative called in to technical service to inquire why a patient's implantable cardioverter defibrillator (ICD) was making an audible alert when all programmable alert tones have been turned off. It was indicated that the patient had a heart transplant the following year after the device implant. The device was left implanted with no programmable alerts enabled and it was noted the patient no longer uses the device. Patient's device is now alerting for charge circuit timeout and charge circuit inactive. The device currently remains implanted. No patient complications have been reported as a result of this event.